Event description:
It was reported that the 9800 system had a low ma and low kv error and no fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ig board and snubber board were replaced. The filament was calibrated and the high voltage cable cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.